Event description:
It was reported while using the inquiry steerable catheter during an atrial flutter ablation procedure, a shaft break occurred. The physician attempted to introduce the catheter into the coronary sinus and the shaft of the catheter cracked in the middle of the distal and proximal electrodes. The internal wires were exposed. The procedure was continued with a different catheter. There were no adverse consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating the device. Upon completion of the evaluation a follow up medwatch report will be filed.